Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that all of the indicator lights on the carelink monitor were blinking. Attempt to "reset" the monitor was unsuccessful. The monitor will be replaced. No patient complications have been reported as a result of this event.